Manufacturer narrative:
(B)(4). Concomitant medical products: removed palacos catalog # 00111214001 lot # 72804270 as it do not contribute to the event. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per package insert 87-6203-012-22 rev b unicompartmental knees: pain and stiffness are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Tibial component catalog # 00584200401 lot # 61842490. Articular surface catalog # 00584202408 lot # 61750964. Palacos catalog # 00111214001 lot # 72804270. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04379, 0001822565-2018-04380, 0001822565-2018-04381. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently patient started experiencing sharp pains and experiencing stiffness.